Manufacturer narrative:
The device for the reported malfunction was not returned, but 3 electronic photos were provided and reviewed. The lot history review was performed. A balloon weld break and retraction problem was confirmed. The investigation is inconclusive for the reported rupture. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model atg80144 pta balloon dilatation catheter allegedly experienced material rupture , retraction problem, and a break. This report was received from one source. The device was used on a 61 year old male patient, 52 kgs. There was no reported patient injury.